Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was reusing insulin. The customer was educated on the proper load techniques. The customer resolved the issue by clearing the alert, checking insulin flow from the tubing, and resuming insulin administration.